Event description:
While the rn was setting up the sterile field for a cardiac procedure, she opened a angiography pack. She noted a dead worm in the sterile kit. The sterile field was torn down and set up again. No patient contact as incident happened before patient brought into room.====================== manufacturer response for angiography pack, angiography pack (per site reporter)======================customer service representative, terri, notified of incident. (B) (4). The manufacturer will send a replacement kit. Worm will be sent to manufacturer for investigation. Picture of worm available. Worm sent to the manufacturer.